Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced feeling uncomfortable from a "kicking" sensation (palpitations) and it appeared as if the chest was visibly, intermittently "bouncing with firings," especially when the patient was laying down. Diaphragmatic stimulation was occurring due to a displacement of the right atrial lead. Additionally, the threshold increased and was high and the lead was undersensing (there was a decrease in p waves.) The lead was revised. No further patient complications have been reported as a result of this event.